Manufacturer narrative:
The device was received not deployed. The downloaded data shows that the device completed the first and second priming sequences earlier than expected before being deactivated, however, the cannula assembly did not deploy once second prime completed. No drive stalls or timeouts were observed in the pod data. The rotational sensor data resembled a rotational sensor malfunction at the start of the data. Inspection of the drive mechanism found debris due to excess flash stuck to the commutator cap. The device was reset and paired with a master pdm to deliver a (B)(6) unit bolus; the bolus was successfully delivered and the rerun data showed no drive stalls or timeouts. It also did not replicate the rotational sensor malfunction generated in the original data. Although excess flash was observed on the commutator cap, the cause of the malfunction could not be conclusively determined. The needle mechanism was manually reset into its loaded position using the lock-and-load fixture and functioned as intended with manual rotation of the ratchet gear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were affected, reaching up to 17 mmol/l (306 mg/dl). A new pod was applied to treat the hyperglycemia.